Manufacturer narrative:
(B)(4): the customer reported that the charge button was not responding. The device was evaluated at philips. The symptom was verified. Replacing the processor pca resolved the issue.

Event description:
The customer reported that the charge button was not responding.